Manufacturer narrative:
There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The screen was missing. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e 7 error. After by passing the error, the remaining part of the electrode performed as intended. The suction line was tested and performed as intended. The complaint was verified with several root causes that could have contributed the reported error. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: (1) the devices may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip, (2) using a set point higher than default settings may increase the wear of the screen / electrodes factored with technique such as amount of pressure and speed in which the wands are passed over tissue (3) the saline flow was incorrect set. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the tip of the wan got broken, all the pieces were removed. Delay of 10 minutes was reported. No patient injuries and back-up device was available to complete the surgery.